Event description:
This report is being filed after the subsequent review of the following journal article, ¿results of angular-stable locked intramedullary nails in the treatment of distal tibia fractures.¿ (2014) alkhaili, j., et al. Orthopaedic & traumatology surgery & research 100 (2014; 901-905). France article. This is a single-center prospective study designed to assess the radiological and clinical results and complications after intramedullary nailing of distal tibia fractures using the depuy synthes angular-stable locking system ((asls) expert tibial nail). There were forty one patients (41 tibias) selected for the study whom were greater than 18 years of age, 28 males and 13 females with a mean age of 45, plus or minus 13 years. Three patients were lost to follow-up before month 3, leaving 38 patients¿ total. The nail diameter ranged from 9 to 12 mm; the locking screw diameter ranged from 4 to 5 mm depending on the nail diameter used. Patients were implanted with the expert nail and screws in titanium (tia16nb7). A mean 2 angular-stable distal locking screws were used per nail. Postoperatively, no immobilization was imposed. Complete weight-bearing on the operated limb was authorized immediately with 2 crutches for the first 6 weeks, to promote function recovery and fusion by compression effects. By day 90, 29 fractures showed fusion; 8 showed delayed fusion managed by secondary dynamization (distal screw removal) at month 3, with 7 of the 8 cases achieving fusion by the end of month 6. The final case involved associated distal fibular fracture without osteosynthesis; a revision occurred in which a larger diameter nail was inserted after complete reaming, and immediate weight-bearing gave favorable evolution. One case of early secondary displacement in >10 degree valgus required surgical revision at 1 month; reaming, larger diameter nail and angular-stable locking. The revision surgeries can be attributed to the biomechanical properties of distal angular-stable locking. One case of compartment syndrome required aponeurotomy. There was one case of complex regional pain syndrome (crps). The final conclusion is that angular-stable locked lower-limb intramedullary nailing provided a very satisfactory fusion rate, with few complications. It is however a demanding procedure, especially as regards fracture reduction and nail positioning in the distal fragment. Eight patients showed delayed fusion managed by secondary dynamization (distal screw removal) at month 3, with 7 of the 8 cases achieving fusion by the end of month 6. The final case involved associated distal fibular fracture without osteosynthesis; a revision occurred in which a larger diameter nail was inserted after complete reaming, and immediate weight-bearing gave favorable evolution. One case of early secondary displacement in >10 degree valgus required surgical revision at 1 month; reaming, larger diameter nail and angular-stable locking. The revision surgeries can be attributed to the biomechanical properties of distal angular-stable locking. One case of compartment syndrome requiring aponeurotomy. One case of crps. This report 1 of 1 for com-(B)(4). This report is for an unknown angular-stable locking system synthes expert nail system. A copy of the literature article is being submitted with this medwatch.

Manufacturer narrative:
¿Results of angular-stable locked intramedullary nails in the treatment of distal tibia fractures.¿ (2014) alkhaili, j., et al. Orthopaedic & traumatology surgery & research 100 (2014; 901-905). This report is for an unknown angular-stable lcoking system synthes expert nail system/unknown quantity/unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.